Event description:
Customer reported it caught on fire where the cord connects to the pad.

Manufacturer narrative:
Upon investigation we found that the cord had been severed by an external source. Our investigation shows the sparking occurred as the cord was severed. Upon further investigation we found: cord cut/burned other location, cracked switch case, pad bunched, bent/broken lead, bent/broken thermostat, thermostat discoloration. Pad also appears to have been layed on. Based on the overall condition of the pad, we concluded that the heating pad was not used in accordance with our instructions.